Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and outcome was not reported. It was not reported if the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The patient was treated as outpatient without hospitalization. On an unknown date, the patient was treated with vancomycin (dose, frequency and route of administration unknown) for peritonitis. Pd therapy was ongoing. The antibiotic treatment was discontinued on an unknown date. The patient was recovered from this peritonitis event 19 days after onset. On an unreported date, the patient was retrained on break in aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.